Manufacturer narrative:
The bolus wizard functioned properly. The blood glucose meter transmitter properly with the insulin pump and the selected blood glucose value matched properly on the insulin pump screen. No history anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that meter was not communicating with insulin pump. Customer reported that readings were different every time on meter. Customer also reported that after blood glucose readings, insulin pump would not allow her to get to the carb portion of bolus wizard. Customer was advised that if blood glucose readings were within range, then going forward was not necessary, which is why bolus wizard was not accessible. Insulin pump would be replaced.